Event description:
Journal reference: granziera c, pollo c, russman h, et al. Sub-acute delayed failure of subthalamic dbs in parkinson's disease: the role of micro-lesion effect. Parkinsonism relat disord 2008: 14(2):109-113. We reviewed a cohort of 56 pd patients that underwent bilateral stereotactic stn implantation and we studied a subset of five patients that, after early clinical improvement, developed a rapidly progressive neurological deterioration unresponsive to dbs. Patients presenting delayed failure (df) did not differ from the rest of the cohort by any of the pre-operative characteristics; therefore, the presence of this micro-lesioning effect might be considered as warning sign for patients that need a careful follow-up. Reportable event: all complained of postural instability leading to falls in four patients.